Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: mini vision 2.5 x 28, vision 2.75 x 8 and 3.0 x 8 (all crossed and implanted); vision 3.0x15, 3.5x18, 3.0x18 (all failed to cross). The rx vision 3.0 x 8 stent is being filed under a separate medwatch MFR number. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it was reported the patient anatomy was heavily calcified, which likely contributed to the reported difficulties. Additionally, an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the heavily calcified lesion would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported stent dislodgement appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot.

Event description:
It was reported that during a stenting procedure in a heavily tortuous and calcified right coronary artery with three vision stents (2.5 x 28, 2.75 x 8 and a 3.0 x 8), a dissection was noted after implantation of the third stent which was the 3.0 x 8 vision stent. In an attempt to treat this dissection, three additional vision stents (3.0 x 15, 3.5 x 18, and a 3.0 x 18) were unsuccessful in crossing the lesion. The fourth vision stent, a 3.0 x 12, successfully crossed the lesion but the stent dislodged from the stent delivery system into the patient anatomy. The patient underwent a coronary artery bypass graft to repair the dissection and attempt to retrieve the stent. The dislodged stent was not found in the patient's coronary anatomy. The patient is currently recovering in the hospital. Though requested, there was no additional information provided.